Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging was provided for evaluation. The sample underwent visual inspection and was evaluated against the product's engineering drawing; the pump segment section was found to be incorrectly assembled. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual assembly process of the product. The space pump segment was incorrectly assembled during the sub-assembly of the product. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A historical review of the customer complaint database dating back one year revealed no trends/ similar complaints of this nature against this finished lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump segment of tubing was installed backwards. No patient involvement.